Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, "a large direct inguinal hernia was identified on the right and same on the left. A perfix plug (device 1) was placed on the right and a perfix plug (device 2) was placed on the left and secured with suture." On (B)(6) 2016 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mesh (device 3 and 4). Per op notes, "an incision was made at the umbilicus. Bilateral inguinal hernias were identified. The peritoneum above the hernia was opened. It was more of an eventration of mesh. The hernia sac was reduced and, on both sides, medium meshes (device 3 and 4) were placed and secured with suture. The peritoneum was re-closed with suture."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.